Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan the technical service report indicates: repair request details: symptoms. Of the light flickering during operation. Fault details: upon inspection of this product, the following symptoms were confirmed. The light source goes out due to a faulty sensor board at the light cable connection port. Treatment work details: the following work was carried out. Replacement of defective parts. Operation and function inspection. Quality inspection test. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.